Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09033. It was reported the patient was unable to start stimulation after experiencing overstimulation. Reportedly, reprogramming restored effective stimulation. The sjm noted high impedance on contact 6, however it was not used in the program settings. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time 2 new extensions were added. Stimulation was effective postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09033.